Event description:
Rn drawing labs & blood cultures on patient through IV catheter. Rn hooked steripath luer transfer adapter blood collection system up to 18g IV catheter and tightened connection, device disconnected at distal end of tubing near collection chamber, fell on floor and blood began pouring out of tubing. Tubing was immediately clamped. Ed management aware of past/similiar issues with this device.